Manufacturer narrative:
Device evaluated by MFR.: a promus elite ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found a stent strut raised in the mid-section of the crimped stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 07-sep-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 20x4.0mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the left main to left anterior descending artery. A 24 x 4.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.